Manufacturer narrative:
Continuation of d11: product ID 97745bp serial# unknown product type accessory product ID 97745bp serial# unknown product type accessory h6: additional review indicated device code c63068 no longer applies to the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient reported that therapy turned off by itself at 2:30 am and they instantly woke up, as there was no mistaking when it worked and when it didn't. The ins wasn't low it had more 70% charge left. The patient described their stimulation and mentioned that they didn't feel a "cat purring" as stimulation was set at ultra-high frequency. Stimulation used to be smooth, but now there was a lull to it and when it came on it threw a small spike. They were told to turn the intensity down until the ins could be looked at. The patient requested a spare lithium battery pack. It was further reported that the new lithium battery pack worked better than the old battery and they wanted to obtain a second battery. The patient stated that the lithium battery wasn't holding a charge, so they were sent another one. They wanted another battery on hand as electricity would be spotty while they were in canada for 5 months. Additional information was received and it was reported that the original issue of stimulation shutting off on its own was resolved after meeting with a manufacturer representative. They stated the old battery turned out to be defective and to further clarify the patient stated that the battery wasn't holding a charge like it should when charging. It would act erratically because the ins would go down so quickly. The patient had programming on high frequency, so they needed to charge more often. They charged the ins every day and with their old ins they charged every 3.5.-4 days. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97745bp serial# unknown product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the neurostimulator (ins) would go down so quickly it would act erratically. Patient reported that he was programmed on a high frequency so he does need to charge more often as well. Patient stated he charged his ins every day rather than before when he had to charge his ins every 3.5-4 days. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that a week ago, they had an appointment on books to meet with a tech as post-surgery. Patient stated they dealt with it in until they met. Patient reported that the battery in new controller/ charger was defective and programs copied from old ins did not copy over correctly. Patient reported they received a new programmer. Patient reported their old stimulator had a larger battery but took longer to recharger. Patient reported that current battery took 1-2 hours to charge and lasted 24 hours. New stimulator had much smaller battery which required charging daily but charged faster. Patient reported if the battery could recharger everything thing eventually like a cell phone charger that would be great. Patient stated could have done better with the battery; not having to charge daily/ every 24 hours.